Manufacturer narrative:
Technician found that the head would not function manually or from either side rail control.

Event description:
Technician alleged that the bed has no head or knee functions from either side rail. There was no reported injury.